Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. See case with patient identifier (B)(4) for related malfunction associated with this case.

Event description:
Customer reported low blood glucose symptoms with a result of 50 mg/dl obtained on the spirit combo system (06:49). The customer's spouse treated her with orange juice and toast; she was able to consume the food on her own. The customer's blood glucose improved, and she tested 98 mg/dl (07:03) and 107 mg/dl (07:03). No medical treatment required. A request was made for the return of the device.